Event description:
Spacelabs received a report from (B)(6) hospital that a telemetry monitor failed to alarm on a run condition.

Manufacturer narrative:
Initial testing conducted at the customer's site by spacelabs and the hospital biomed indicated that the device was operating to specification; alarms were generated and recorded. Supplemental report: the customer's explanation of the error was that "the screen blacked out." In actuality, we discovered that the pt waveform was not registering. As the customer did not retain full disclosure (a 24 hour record of pt info) we could not determine if the pt's rhythm would have caused an alarm. During our eval of the product, the central station reported "noisy signal" for five different pts. Such noisy signals can affect the product's ability to register a waveform. The customer was instructed on how to resolve noisy signal situations. The pt was not affected by the incident and has since been discharged from the hospital. We will monitor the hospital for further alarm issues. If further issues are discovered, we will reopen this case. We have concluded that no further action is required and consider this issue closed.